Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to flattened dome button switches. Unable to perform functional testing due to unresponsive buttons. The insulin pump has cracked case at display window corners.

Event description:
It was reported that the customer was experiencing issues with the buttons on her insulin pump being sporadic. The customer's blood glucose was 468 mg/dl. The customer stated that she was not receiving insulin because she did not fill her tubing. The customer's husband stated that the customer would have to press the act button a couple of times in order for the insulin pump to respond. The customer did not recall any significant events leading to the keypad issues. Advised that the insulin pump needed to be replaced. Advised customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. Informed that a replacement insulin pump would be sent. Nothing further reported.